Manufacturer narrative:
Submit date: 03/21/2016. The device history record (DHR) was reviewed and no deviations related to the reported condition were found. There are no non conformance reports (ncr)¿s related to the reported issue and lot. The returned sample consisted of one uvc catheter which came inside a generic plastic bag. A visual inspection was performed and the sample presented signs of use; the sample showed traces of blood. In order to confirm the condition an underwater test was performed, however after testing, the device did not show any malfunction therefore the complaint could not be confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. There is a 100% leak testing applied during the manufacturing process of uvc catheters. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported failure mode. The product handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause could be attributed to unintentional damage during use as detailed in the instructions for use (IFU). Also, per the IFU the use of alcohol, acetone or alcohol containing antiseptics directly on the catheter may cause irreversible damage to the polyurethane which can lead to a leak or break. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An additional sample was received against this complaint therefore a second sample evaluation has been completed: the manufacturing lot number associated with this complaint was reviewed and no issues related to the reported condition were identified. No non conformance reports (ncr)s for this issue lot number were found during the device history record (DHR) review. A second sample returned to the plant at a later date; the sample consisted of one uvc catheter which came inside a generic plastic bag. A visual inspection was performed and the sample presented signs of use due to that a clave stopcock attached to a microclave clear and these components attached to an uvc catheter was received. The sample showed traces of blood, however after testing the device, it did not show any defects. The reported condition could not be confirmed. Based on the information, the device functioned as intended for an undetermined amount of time and the issue was not identified prior to use; therefore it can be concluded that the product was manufactured according to specifications and functioned as intended, and a cause could not be related to manufacturing activities. Despite the defect was not confirmed the most probable root cause could be considered as customer perception whereas a leak could be caused if the team clinical were to confuse substance residues with leaking. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on 10/28/2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the umbilical line was inserted but had to be removed right away as the catheter was leaking when they flushed it. Another umbilical line had to be reinserted. The customer reports that there is an increase risk of sepsis to the infant with a second line having to be placed; however, the customer reports no patient injury.